Manufacturer narrative:
The pro-padz radiolucent solid gel electrodes were returned to zoll medical corporation for evaluation. No device, device logs, nor photos of the burn were provided to zoll at this time. The pro padz were visually inspected and found no evidence of air pockets within the gel and the gel was completely covering the plates. There was evidence of electrical discharge based on dark hue around the edges and a burn mark in the bottom corner of the front pad. There appeared to be minimal hair and debris covering the electrodes. The electrode pads were verified to be assembled correctly with no notable discrepancies. The pro padz were scrapped and the customer was sent a replacement set during cardioversion therapy, patients may experience burns due to a high measured patient impedance. Increased patient impedance can potentially be attributed to incorrect electrode application. The IFU for pro-padz radiolucent solid gel electrodes (aw-r1345-112 rev j) instructs the user to roll each pad smoothly from one edge to the other so as to not to trap any pockets of air between the gel and skin. The user is warned that air under the electrodes can lead to the possibility of arcing and skin burns. Additionally, the IFU states that elective cardioversion may cause visible reddening under the surface of an electrode. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the first set of pro padz were unable to obtain an ECG signal. A second set of pro pads were obtained and a shock at 120j was performed and sparks were observed from the pads. Burns of an unknown degree were found on the patient's skin. Complainant indicated a third set of pro padz was obtained and a second shock at 150j was then delivered. Patient sustained burn marks. This is all the information provided at this time.